Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the issue was due to flexvision pc motherboard. To resolve the issue, fse replaced the flexvision pc and returned it to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however after replacement of flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.